Manufacturer narrative:
Investigation results: the complaint of a leak at the connection could not be confirmed from the representative 20ga nexiva units that were received in sealed packaging from lot: 4178003. A visual observation revealed no damage or defects on the returned sample. A functional test revealed no leaks in the IV catheter or at the connection. The affected unit was not provided for investigation. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva 20 ga x 1-1/4 in single port hub cracked. The following information was provided by the initial reporter: caller states that the catheter is disconnected at the connection between the catheter and the wings. Caller states they have a few catheters with the same lot# that are "cracked" or disconnected. Caller states they found the issue when inserting into a patient and blood started leaking around the area of the catheter and wing connection. On (B)(6) 2025 the date that we had the issues with the catheters was (B)(6) 2024. The only harm done to the patients is needing multiple attempts at an IV start due to the defective product. Unfortunately, we do not have any of the defective catheters. I did pull the remaining ivs from that lot and we are not using them. What would you like done with unopened catheters from that lot?